Event description:
A falsely elevated troponin I result was obtained on a patient sample. The result was reported to the physician. The sample was repeated and a negative result was obtained. The patient was given plavix. There was no report of adverse health consequences as a result of the falsely elevated troponin I result.

Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I result was a malfunction of the hm wash probe and wash probe cassettes.. The customer corrected the malfunction. The instrument is performing within specifications. No further evaluation of the device is required.